Manufacturer narrative:
This report is submitted on january 31, 2022.

Event description:
Per the clinic, hematoma of soft tissue was observed at the area of receiver / stimulator and the patient was hospitalized (specific date and duration not reported) for an IV antibiotics treatment (specific date and duration not reported). Subsequently, the patient underwent fluid drainage around the receiver / stimulator (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: per the clinic, the antibiotics were administered as a prophylaxis. This report is submitted on march 8, 2022.